Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported his stimulation often turns on and off by itself. The pt also reported when he attempts to turn the stimulation back on, he receives the "ipg no telemetry" message. The pt has been instructed to avoid areas with electromagnetic interference. The pt is working closely with his physician to determine the next course of action.